Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Without the physical sample the foreign matter could not be identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that foreign matter was discovered on tip of cannula prior to use with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing using the abg, it found that 1ea abg has fm on the tip of the cannula.